Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead was broken. Also, noted high pacing threshold and impedance was steady. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead was broken. Also, noted high pacing threshold and impedance was steady. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patients blood chemistry. The degradation then led to the observed damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead was broken. Also, noted high pacing threshold and impedance was steady. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted. No additional adverse patient effects were reported.